Event description:
Hamilton medical ag received the following event description: during ventilation the tf8912 showed on device and could not be cleared. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.